Manufacturer narrative:
Reader (B)(6) has been returned and investigated. A visual inspection was performed on the returned reader and no issues were observed. Performed touchscreen test and touchscreen responded properly. Attempted communication between returned reader with a known good sensor. Returned reader successfully communicated with sensor. No evidence of customer complaint was observed. Therefore, this issue is not confirmed. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an unspecified issue with the freestyle libre reader, in which it is unable to scan the sensor. As a result of being unable to monitor glucose via sensor scan, the customer experienced hypoglycemia in which it was reported he was unable to self-treat. The customer was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre reader were reviewed, and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported an unspecified issue with the freestyle libre reader, in which it is unable to scan the sensor. As a result of being unable to monitor glucose via sensor scan, the customer experienced hypoglycemia in which it was reported he was unable to self-treat. The customer was treated with sugar by a third-party. There was no report of death or permanent injury associated with this event.